Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/17/2014 with the following results: no defect was found. The delivered boluses and basals add up correctly and total the daily insulin delivery rate. The pump was found to be delivering within the required specification at the conclusion of a delivery accuracy test. No alarms occurred during testing. The warnings are consistent with a bolus being attempted that is greater than the remaining daily insulin delivery that is allowed; per the ¿max daily tdd.¿ animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she had elevated blood glucose of 504 mg/dl. At the time of concern, she took bolus insulin twice, once at 11:50 pm for 12 units and another time at 12:14 am for 2.85 units. Her blood glucose subsided to 473 mg/dl. Troubleshooting did not reveal any product malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. The animas representative concluded there was no pump malfunction associated with the alleged event this complaint is being reported because the patient had unexplained high readings above 500 mg/dl while on insulin pump therapy.